Event description:
On june 7, 2007, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter read inaccurately high. The patient was diagnosed with type 1 diabetes in 2006. He takes a combination of short-acting and long-acting insulin in the morning with breakfast, short acting insulin at dinner time, and long acting insulin at bedtime. The mother said, the patient's insulin dosage has been adjusted several times since his diagnosis. The mother said, the patient tested his own blood glucose level at about 8:00 am, prior to event date and obtained a result of 95 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. The mother said, the patient took a total of 18 units of insulin after testing with the lfs meter. She said, she thought the patient took 2 units short-acting insulin and 16 units long-acting insulin at that time. The patient ate breakfast as usual. About 1.5 hours later, the patient asked to eat. The mother told him it was not lunchtime. A blood glucose reading was not obtained at that time. About 30 minutes later, the patient lost consciousness, collapsed, and hit his head while he was upstairs. The patient did not remember falling. The mother said, he regained consciousness, but he was shaky, sweaty, disoriented, and needed help to come downstairs. The mother tested the patient with the reported meter and obtained a reading of 81 mg/dl. A test time of 9:39 am was noted for the test result of 81 mg/dl that was approximately one hour earlier than the mother's description of the test time. The mother called the patient's doctor and was advised to take the patient to the ER. The patient received no treatment before going to the ER. The mother said a result of 40 mg/dl was obtained on the ER meter within 30 minutes of the lfs reading of 81 mg/dl. Based on statistical methodology, the calculated difference of these glucose readings exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was treated with IV glucose and admitted to the hospital for 2 days. The patient's insulin dosage was decreased following the hospitalization. The customer care advocate (cca) confirmed that the patient did not have control solution. The cca verified readings of 81 mg/dl at 9:39 am and 95 at 8:05 am in the meter memory. The mother said, she scraped the blood sample "a little" in applying the blood to the test strip. The meter, test strips, and control solution were replaced. The complaint is reported because the patient's mother alleges the lfs meter read inaccurately high compared to the patient's symptoms that suggested hypoglycemia and to a hypoglycemic hospital meter reading. The patient was admitted to the hospital and treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or stirps are returned, lifescan will revaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.